Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The reported phenomenon was not reproduced. The adhesive of the bending section rubber was chipped. The adhesive on the objective lens was peeled off due to handling. External factors damaged the bending section rubber, video connector, light guide connector, light guide cover glass, and video connector case. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope communication error b30 occurred. Error code b30 means that the video system center cannot communicate with the endoscope. There was no report of patient injury associated with the event.